Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy plus pump was returned for analysis in used condition. Visual inspection showed that it had a broken optical switch brown wire. Review of the event history log showed the pump displayed occurrences of 1871 error codes. During functional testing the pump was found to display error code 1871. The investigation determined that the broken optical switch wire was the cause of the reported issue. The broken optical switch was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump displayed error code 1871. It was reported that there was no patient involvement. No adverse effects were reported.